Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device failed to recognize close door was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch, and the upper auxiliary. The upper latch switch, and the upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not recognize open door. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.